Event description:
It was reported that the patient was recently implanted with this implantable pacemaker, the patient was scheduled to be discharged a few days later, however, during the hospitalization the patient experienced a syncope episode. Due to the patient condition and the uncertainty of the relationship between the syncope episode and the performance of the device, it was decided to continue the patient hospitalized. Eventually the patient was transferred to a rehabilitation center. No changes were performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that the patient was recently implanted with this implantable pacemaker, the patient was scheduled to be discharged a few days later, however, during the hospitalization the patient experienced a syncope episode. Due to the patient condition and the uncertainty of the relationship between the syncope episode and the performance of the device, it was decided to continue the patient hospitalized. Eventually the patient was transferred to a rehabilitation center. No changes were performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: h6: patient codes.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: device codes. Additional information was added to the following fields: h6: patient codes.

Event description:
It was reported that the patient was recently implanted with this implantable pacemaker, the patient was scheduled to be discharged a few days later, however, during the hospitalization the patient experienced a syncope episode. Due to the patient condition and the uncertainty of the relationship between the syncope episode and the high out of range pacing impedance measurements on the device, it was decided to continue the patient hospitalized. Eventually the patient was transferred to a rehabilitation center. No changes were performed. This device remains in service. No further adverse patient effects were reported.